Manufacturer narrative:
(B)(4). Concomitant products: two implanted mitraclips. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report that the deployed mitraclip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to patient injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat functional mitral regurgitation (mr) of 3-4. Two clips were implanted and the procedure was complete with a reduction in mr of 1-2. On (B)(6) 2014, the patient presented with weakness and an mr grade of 3. According to the physician the increased mr was likely due to progression of disease, and the clips were secure on both leaflets. A second mitraclip procedure was performed. Two additional clips were implanted and the mr was reduced to 1. On (B)(6) 2014, echocardiogram was performed as the patient felt weak while working in the garden. It was observed that one of the clips (40421u1/(B)(4)), which had been implanted on (B)(6) 2014, had detached from the anterior leaflet and remained on the posterior leaflet (single leaflet device attachment/slda). There was no leaflet damage noted. The mr had increased to 3. The physician stated that despite the slda, the patient is stable and will be discharged home. No additional treatment will be planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the lot history record (lhr) confirmed this device passed all in-process and final inspections, including verification that the clip components actuated as expected. Additionally, there were no non-conformances issued for this lot and a review of the complaint history database indicated there have been no similar incidents reported for this lot. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. The patient effect of mr (worsening) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the cause for the increase in mr was likely due to the detachment of the clip from the anterior leaflet (slda)/incomplete coaptation, and the weakness was likely a cascading effect of the mr. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.